Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-02331. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported, during an orthopedic procedure on (B)(6) 2013, the small battery drive had no power and would not recharge. The procedure was delayed approximately 5 minutes. No further information was provided. This report is for a small battery drive 14.4v battery. This is 1 of 1 device for this event reported on complaint (B)(4).